Event description:
The following was reported to hamilton medical ag: quotation from the reporter: "during pm, on binary valve for the pneumatics 1 of the comp test, received a "not ok" on the dist. Autozero valve." "Received continuous failure after running test multiple times." No patient involved.

Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Manufacturer narrative:
Investigation outcome: it was reported that device failed 'dist. Autozero valve' under 'pneumatics 1' in service software. It is unknown whether it failed during operation or autozero mode. No patient involvement. No device logs were provided with this complaint. The issue occured during service software while undergoing the normal tests. Pressure sensor assembly was identified as defective assembly by local biomed. Hamilton medical inc. Shipped a pressure sensor assembly to customer. It is unknown if the replacement of this part resolved the issue as no feedback was received. This case is considered as close.